Event description:
It was reported that a new ilet user experienced low blood glucose last recorded at 52 mg/dl after repeatedly announcing meals in an attempt to stop insulin delivery, which resulted in additional insulin dosing. Customer care provided support that included user education on correct meal announcement use and timing. Investigation of this case revealed user error related to improper meal announcements; no device malfunction was identified. Clinical symptoms include irritability and nausea associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error and incorrect use.